Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, preventive maintenance was performed. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device failed the volumetric accuracy test due to under delivery. There was no patient involvement.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.